Event description:
A mayfield skull clamp was involved in a slippage during a pt procedure (craniectomy). The reporter described the incident as; the (B)(6) male pt was turned from a prone to a supine position on the operating room table when the clamp slipped. The pt incurred a 1.5 inch laceration to their temporal parietal area of the scalp which required staples to close the wound.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info. The unit was cleaned per protocol 1907. The unit was received by the repair dept for evaluation. The repair dept is unable to duplicate or confirm the end users' reason for repair of "slipping". The rocker arm passed the go nogo gauge but was disassembled in the field and not properly reassembled. The 80 pound torque knob tested good under pressure. The ratchet extension arm has no visible cracks. The lock has a little rotational movement, this would not have caused a slippage. The large starburst teeth show some wear but are still functional, this would not have caused a slippage. All other components are functional. (B)(4).